Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the cartridge was received with the cartridge plate dislodged. Scratches were found in different areas of the cartridge body indicating that excessive force was used to introduced the asd instrument. The potential reason of the loading or unloading failure can be caused due to incorrect instrument usage. As the cartridge was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a bariatric roux-en-y procedure, a metal clip broke off the device and fell into the patient. The metal clip was retrieved. The case was completed with no patient consequences.